Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an individual with an implantable neurostimulator experienced new pain unrelated to baseline, pain at the implant site, shock from the internal device, heating at the implant site during recharge, a sensation described as "battery acid" leaking down the right leg from the implant site, numbness at the implant site, difficult or intermittent communication between the neurostimulator and the recharger, and discomfort when recharging on the neurostimulator. During troubleshooting, the charging rate was lowered to decrease the temperature, but the implant site continued to feel hot at all charging rates. The patient and provider tried different charging rates over an hour and a half, and the patient reported the "battery acid" sensation both when therapy was on and off. The patient also reported difficulty connecting the recharger to the neurostimulator, requiring a specific position to achieve an "excellent connection," and noted that charging from 0% to 70% took about an hour and a half. The patient received a new recharger but continued to experience discomfort and heating during recharge. Issue is not resolved. Rep indicated they would submit any new information that they become aware of. Additional information was received from manufacturer representative (rep) who reported the patient told them twenty-four hours after turning off the device, the patient continued to experience pain, numbness, and the "battery acid" sensation. Issue is not resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer representative reported that the patient had to ice the area because they felt the area near the battery was too hot and uncomfortable. The patient stated it felt like it was burning from the inside. The patient was going to meet with a rep to turn down the recharging rate and see what was going on.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was the patient claimed that they aren't able to get excellent coupling during charging sessions. The patient was also having warming or heating of the ins in the pocket during charging sessions. The rep indicated that they had difficulty connecting to the ins with the clinician programmer during a programming session on (B)(6) 2025.